Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low and high blood glucose. Customer stated he's at the point where he cannot detect his lows; no symptoms. Customer also mentioned he gets occasional highs, because he doesn't take enough insulin. He stated the high blood glucose occurs after a no delivery is received; his blood glucose gets over 400mg/dl. The customer stated he was in an accident during work. The customer's blood glucose ranged from 43mg/dl-420mg/dl.